Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker displayed an alert to check the right ventricular (rv) lead. A review of the lead diagnostics showed the pacing impedance values had decreased considerably until there was a spike at greater than 3,000 ohms. Increased pacing threshold measurements were also observed. A review of the arrhythmia logbook showed many stored episodes showing oversensing of noise. Loss of capture was also reported, and the rv pacing outputs were increased to 3.5v @ 1.0ms. The distributor representative recommended an rv lead replacement; however, the physician discussed that the rv lead had been repositioned earlier in the year and the patient was not financially or emotionally prepared for another intervention. At this time, the pacemaker and associated rv lead remain implanted and in service, and the physician will perform follow ups every three months.